Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing a broken cable. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken cable is confirmed with the following clarification: wire is broken. Drive cables are intact and undamaged. One conductor wire is broken near the proximal pulleys. Black insulation and bare wires are protruding from distal end. Electrical continuity fails. No char marks were observed on distal end components. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.